Event description:
It was reported that the procedure was cancelled. A 15mm x 40cm interlock-35 coil was selected for a urology procedure. However, it was noted that the use of this device failed, and it was not released into the patient's artery. The device was then removed from the patient's body. Consequently, the procedure was not completed due to this event. No patient complications were reported.